Event description:
The customer stated that the device had a speaker malfunction. There was no sound form the speaker, and after replacing this defective speaker, it still did not work. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.